Event description:
It was reported that while in hospital post-op, an alert for non-sustained lead noise was received due to post-paced t-wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.